Event description:
It was reported that the programmer did not work, and that it was tried with two different wands. It was noted that it went out during interrogation or didn't complete. The programmer was returned for service. It was requested that the programmer not be returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the programmer intermittently would not interrogate devices using a known good radiofrequency (rf) head and it was attributed to the rf head connector on the link electronic module (lem) board being loose, as well as cracked solder joints and therefore the lem board was replaced and calibrated. Analysis also found that the upper hinge plate was worn and it was therefore replaced. (B)(4).